Event description:
The patient reported an insulin infusion headset did not properly adhere and slipped out of her skin. She stated the headset had been in use for a couple of days. The patient declined returning the headset and further troubleshooting as she was in a hurry. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.